Event description:
A pt's pump and catheter were replaced. The pump was replaced due to normal battery depletion, while the catheter was replaced due to an inability to aspirate. The catheter was noted as being occluded. The pt recovered without injury or sequela following the device replacement surgery. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.